Event description:
During craniotomy procedure, midas rex in-line oiler's view bubble popped off and misted the or suite with oil. Sterile drapes were placed over the wound and field until mist cleared. Wound was irrigated with antibiotics and the procedure was completed. No patient consequences could be directly related to this event. One of five caps was screwed back on and machine placed with 4 others. Midas rex co. Notified and they replaced assembly on all 5